Event description:
It was reported that a patient experienced hypotension, tachycardia and a pericardial effusion. During a pulsed field ablation (pfa) procedure a farawave was used to complete an off-label cavo tricuspid isthmus (cti) line and posterior wall ablation. After two pulses the patient became tachycardic and hypotensive. The intracardiac echocardiography (ice) was checked and a pericardial effusion was found. A pericardiocentesis was performed and 400 ml of fluid were drained. The effusion continued growing and the patient was sent to a computed tomography (CT) surgery to patch the left ventricle. The patient was reported to be in stable condition. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. Updated field h6 device code: adverse event without identified device or use problem a24 replaced with off-label use a2304.

Event description:
It was reported that a patient experienced hypotension, tachycardia and a pericardial effusion. During a pulsed field ablation (pfa) procedure a farawave was used to complete an off-label cavo tricuspid isthmus (cti) line and posterior wall ablation. After two pulses the patient became tachycardic and hypotensive. The intracardiac echocardiography (ice) was checked and a pericardial effusion was found. A pericardiocentesis was performed and 400 ml of fluid were drained. The effusion continued growing and the patient was sent to a computed tomography (CT) surgery to patch the left ventricle. The patient was reported to be in stable condition. No further information was provided.